Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tech tested band prior to using the tr band on the patient. They connected the syringe, inflated the balloons, disconnected the syringe, and the balloons deflated. The procedure performed was a left heart cath (lhc). The event occurred pre-operatively, therefore there was no patient impact.